Manufacturer narrative:
Visual examination of the returned product revealed a hair in the packaging. Investigation determined that either the hair fell in during the packaging process, or the product was received from the supplier prior to packaging with the hair already on it. During inspection, the hair was not detected.

Event description:
According to the available information, there was a hair in the package.